Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was provided but no analysis was performed because, according to the description of the ts and the pictures, a drop was the cause of the device's malfunction. "The reported device was not received in brézins for investigation because it was repair locally. According to provided information, the technical service stated that the device had probably been dropped, which is confirmed by the images received, which show drop marks and a dislocated casing. The drop probably caused the syringe system to malfunction. Upon investigation the root cause of this defect was found linked to an mishandling of the device which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: author arrived on shift to check pump and pump settings/orders for dka and insulin protocols. Details entered by the notifier. Checked sites of ivc and was handed over of new order commencing in kda @0400. On first check at 0730 was observed to have insulin with correct medications labelled and correct dates. On second check observed that the insulin syringe had not had the correct dose administered - pump displaying on 45mls in syringe but had been insitu for 3 hours, as per order 5mls/hr. Should have been administered 15 mls but only 5mls given, cne came and agreed - sites checked for patients, nil non return lead insitu just straight connection to patient, nil pump alarming, nil tissue of the pivc, however bsl and ketones down trending as per charting. Agreed to change the pump over and monitor. Once pump changed correct amount being administered. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation. Additional info received from the fresenius kabi market unit: "there is evidence that the device has been dropped, shown by a small dent in the top left of the top cover/keypad. The device's top cover is also misaligned at the rear near the communication port."